Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to recognize the ecgs.